Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that when the device was interrogated, an "invalid data" message was displayed on all of the diagnostic data. The programmer was rebooted and the device was reinterrogated with the same results. It was noted that the device parameters were valid. The device remains in use. No patient complications have been reported as a result of this event.